Event description:
On 8/24, the pt began obtaining readings in the "30's and 40"s on her meter. Based upon the results, she ceased taking her insulin. Her physician was contacted(unknown date) and she was advised to drink orange juice. On 8/27, the pt was "pale and wet" and was transported to an urgent care facility where a lab blood glucose result of ">400" was obtained. She was treated with insulin and sent home. The meter is reportedly cleaned according to MFR's recommendations, however it is cleaned only when it displays "cta" (clean test area). Several calibrations tests were attempted on 9/8 with results of "not okay."